Manufacturer narrative:
(B)(4).

Event description:
It was reported that during treatment, the renasys go device had issues for several weeks. The device alarmed blockage without any blockage found. Canister and dressing were changed but alarm persisted. Nurse performed troubleshooting methods, including powering device down and re staring it while plugged in, disengaging the quick click connector and checking status but the device kept alarming blockage. It is unknown how the procedure was completed and if there was a delay. No patient harm reported. No further information available.

Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable cause may be a component failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.